Event description:
It was reported that a patient was receiving an infusion of hypertonic saline with a spectrum iq pump to reduce cerebral edema. The patient was status post aortic valve replacement and hemiarch aortic replacement. Post-operative, the patient experienced a "large r middle cerebral artery (mca) territory stroke with cerebral edema and progressing midline shift". Sodium chloride was started at 30 ml/hour, increased to 50 ml/hour four hours later then increased to 75 ml/hour four hours later (the next day). The nurse reported the patient was due for a bag change, however, there was still approximately 800 ml in the bag. The spectrum pump was changed. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.